Manufacturer narrative:
Patient weight not available from the site. A medtronic representative inspected the imaging system on-site. It was found that there was a loose rj 45 connector on the back of the mobile view station (mvs) and this was causing the mvs and navigation system to not communicate. After securing the connector, the navigation system and imaging system are now able to communicate without issue. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while setting up for a spinal fusion procedure, the imaging system entered and would not exit stand alone mode. The system was in position around the patient and connected to the navigation system, but was displayed as disconnected on both the navigation system and imaging system. The bulkhead connector on the mobile view station (mvs) and navigation system were both bypassed without resolution. The mvs and image acquisition system (ias) were rebooted and the umbilical cable disconnected and reconnected, also without resolution. The system was rebooted again, and displayed that it was in stand alone mode. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully with a c-arm after a reported delay of 20 minutes. The patient was not impacted.